Event description:
It was reported that "...the anesthetist, after having filled up the device with the anaesthetic [...], during the disconnection of drug vial was invested at close range by an under pressure jet of drug on the eyes causing a strong burning sense and a temporary blindness. This was probably due to a device malfunction, according to the doctor involved." It was also reported: " the doctor washed the eyes with water and did a check with an oculist and the diagnosis was: corneal bilateral abrasions with 5 days of prognosis (the doctor had to check the ocular fundus after corneal re-epithelizing."

Manufacturer narrative:
The investigation is ongoing. The investigation results will be reported in a f/u report.